Event description:
The patient experienced hypoglycemia (blood glucose level was 58 mg/dl) while traveling by airplane and consumed juice and food to raise bg levels. After landing, bg rose significantly, and despite physical activity, ketones developed. She presented to a hospital in egypt with hyperglycemia (blood glucose level was 470 mg/dl), the patient removed her pod prior to hospital visit. Despite administering 8 units of insulin, blood glucose remained elevated. At the hospital, she received treatment, replaced her pod, and continued insulin therapy. She reported symptoms of dizziness and vomiting. Medical attention was sought on (B)(6) 2025, and she was discharged after 1.5 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia / hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.